Event description:
Doctor placed #8fr 43" corflo enteral feeding tube in patient. Placement confirmed by x-ray. Doctor then was unable to removed stylet, and the feeding tube was removed. After removal, stylet still unable to be removed. Corflo feeding tube placed in this patient by md, cxr confirmed placement. Md unable to remove stylet from tube. Tube removed.